Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. The upstream sensor calibration readings were found to be out of specification. A review of the event history log revealed 'air in line' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The ultrasonic sensor could not be calibrated and was determined to be the cause of the condition. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line sensor alarm. The event occurred during an unspecified process step in the post anesthesia care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.